Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a calcified left anterior descending (lad) artery. A 2.25x24mm promus premier¿ stent was advanced to the target lesion; however, it was noted that stent stripped off the balloon in the lad. The procedure was completed with the implant of this device in the lad. This was exchanged with another 2.25x12mm promus premier¿ monorail stent; however, the device was not able to cross the lesion. No patient complications were reported and the patient was not harmed.

Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. Solidified crystals are evident within the balloon chamber, signifying that the device was prepped for use. Crimp markings were evident on the entire length of the balloon despite having been previously inflated. The crimp markings evident indicate that overall crimp contact was achieved between the coated stent and balloon. A visual and tactile examination found multiple kinks along the hypotube shaft which is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a calcified left anterior descending (lad) artery. A 2.25x24mm promus premier stent was advanced to the target lesion; however, it was noted that stent stripped off the balloon in the lad. The procedure was completed with the implant of this device in the lad. This was exchanged with another 2.25x12mm promus premier monorail stent; however, the device was not able to cross the lesion. No patient complications were reported and the patient was not harmed.